Manufacturer narrative:
Initial and final report MDR 2582036 - device 1 of 3.

Event description:
Reference number(B)(4). Event country united states. It was reported that the patient experienced the infusion set cannula was bent on (B)(6) 2026. No further information available.